Event description:
Customer states one year ago, she had a blood glucose result of 51 or 59 mg/dl on the advantage system; customer does not think she applied enough blood to the strip, and re-tested within 10 minutes. Blood glucose result was 120 or 110 mg/dl. No action taken based on device results. No low blood symptoms reported. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.